Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was a possibility of excessive handling due to repeated wiping of the outer surface of the insertion part, chemical deterioration due to chemicals, etc. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the coating of the insertion tube was partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.